Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead exhibited low amplitude p-waves/r-waves, noise, and oversensing. Boston scientific technical services (ts) reviewed troubleshooting options and programming considerations. It was noted that these leads had been implanted for more than 30 years, however there were no signs of lead integrity concerns with lead testing. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5148926.